Event description:
It was reported that the patient faced infection (bruises and nodules) at injection site on (B)(6) 2025 and had to drain it. The patient got multiple antibiotic treatments and went to emergency room where the site was lanced.

Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 8021545.